Manufacturer narrative:
An event of difficulty rotating the valve and incomplete leaflet cooptation was reported. The valve was sent for functional testing at the engineering test lab. During this test, which ensures proper leaflet coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the effective orifice area value was 2.39 and the regurgitant fraction value was 8.9%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The cause of reported event could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm regent valve was successfully implanted. Rotation difficulty was noted during implant. After cardiac recurrence, it was found during esophageal ultrasound that the valve could not open and close normally the mechanical valve was removed and replaced with a 21mm regent valve to resolve the event. Esophageal ultrasound was performed again and the implanted valve was noted to be opening and closing normally. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is in good condition and is in the postoperative recovery period.

Event description:
It was reported that on (B)(6) 2025, a 23mm regent valve was successfully implanted. Rotation difficulty was noted during implant. After cardiac recurrence, it was found during esophageal ultrasound that the valve could not open and close normally the mechanical valve was removed and replaced with a 21mm regent valve to resolve the event. Esophageal ultrasound was performed again and the implanted valve was noted to be opening and closing normally. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is in good condition and is in the postoperative recovery period.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.